Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.

Manufacturer narrative:
On an unreported date the patient was treated with unspecified antibiotics. The antibiotic treatment was discontinued 13 days after the event onset. The following day, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.